Manufacturer narrative:
This report is filed may 9, 2016.

Manufacturer narrative:
This report is filed (B)(6) 2016.

Event description:
Per the patient's surgeon, the patient developed an infection at the implant site. Treatment with antibiotics (type not reported) was unsuccessful. Subsequently, the device was explanted on (B)(6) 2015. There are no plans to re-implant the patient as of the date of this report, (B)(6) 2016.